Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0042 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6) .

Event description:
It was reported that during maintenance of the catheter, the nurse found that the connection between the catheter terminal and the extension tubing was ruptured. No other information was provided. It was reported this occurred with three devices. This report addresses the second device.